Event description:
It was reported that patient underwent a reimplant surgery. Previous spectra penile prosthesis (spp) was explanted due to unknown reasons. A new tactra device was implanted. No information about the patient outcome is available at the moment. Additional information was requested, however no further information was available.